Event description:
Per literature, datir et al, "radiographic evaluation of inbone total ankle arthroplasty: a retrospective analysis of 30 cases", 7 cases failed. One failed due to deep infection which was converted to a salvage ankle fusion.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01969.